Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective / damaged tubing. The following information was provided by the initial reporter: patient said that the bag of kcl that she was running spilled all over the floor. Writer discovered that this was true, and that the cause was a hole in one of the primary IV lines running through the two different channels but connected at a y site. Writer cleaned the spill and changed both the normal saline and potassium chloride bags, and both primary lines to which they were attached. Another potassium 10 mmol in 100 ml sterile water was given to the patient, as patient received none of the dosage.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.